Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain in right side') and choking ('choking') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced choking (seriousness criterion medically significant), myalgia ("muscle pain"), fatigue ("tiredness"), sciatica ("sciatica") and discomfort ("discomforts"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, choking, myalgia, fatigue, sciatica and discomfort outcome was unknown. The reporter considered choking, discomfort, fatigue, myalgia, pelvic pain and sciatica to be related to essure. The reporter commented: I can finally say that I¿m free of this nightmare and waiting for recovery if not for all, at least of something because the sequelae are impressive. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.